Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. No patient involvement. Defective component. Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, there was too much glue on the connector. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5, 2018 (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). Visual inspection of the returned sample confirmed the presence of excess dried bonding agent around the outside of purge line tubing connection into the oxygenator. No other visual anomalies were noted. A syringe filled with water was attached to the purge line, and then an attempt was made to push water through the line. This was successful confirming that the excessive bonding agent was on the outside of the tubing, and did not block the inside of the port. A retention sample of a representative product code with the same lot number of the returned sample was retrieved. No visual anomalies noted during the visual inspection of the retention sample. An acceptable amount of bonding agent was noted around the purge line connection to the oxygenator. The cause of the event is excess bonding agent on the tubing when it was inserted into the port, causing the bonding agent to be pushed up onto the outside of the tubing by the port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.